Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Additional information: the reported event was unknown; however, a power failure was identified during a review of the event history log. A sample evaluation was performed and included electrical and functional testing, simulated use testing, and a visual inspection. The analysis revealed that the device would not turn on due to an issue with the power supply. The cause of the condition was determined to be power failure. To correct the condition, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.